Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that an accudrain with anti-reflux valve was inserted into a geriatric pt with hydrocephalus. The details of how this event occurred were as follows; the nurse noticed that all of a sudden the (icp) intracranial pressure had dropped. When she went to turn the stopcock to re-zero the icp, it felt wet. Upon further inspection, it was cracked. The amount of csf lost was not stated so, probably a small amount of 1-2ml was lost. The unit was removed on (B)(6) 2014. The unit was replaced with another ins-8401 that functioned. The pt did not incur an injury because of this event.